Manufacturer narrative:
MFR received date: 13 aug 2019. The customer reported that the po (purchase order) that is required to service the unit was not approved by the hospital's management so no service was rendered. The customer advised that they will open a new case if the po is ever approved. The ventilator was not repaired. No parts were replaced so no parts are expected to be returned for failure investigation. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19jul2019.

Event description:
The customer reported that the ventilator's display is dim. There was no patient or user involvement.